Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
This complaint is related to MFR# 1820334-2018-01005, which reported a small hole was seen in the chait percutaneous cecostomy tube. The hole was believed to be near the coils. Customer reported they have experienced this issue twice before. This report was created to capture the two previous instances. Additional patient event details related to these two instances are unavailable.

Manufacturer narrative:
Investigation ¿ evaluation: according to the clinical assessment, there is no lot number associated with any of the three devices so manufacturing related causes cannot be entirely ruled out. Leakage from the device would most likely result in reinsertion of another catheter causing minor harm. At this time, the most probable causes of this event are user technique or manufacturing related causes. The conclusion of the investigation did not change based on the clinical assessment, the definitive root cause remains "could not be determined".

Event description:
No new event description information to report at this time.

Manufacturer narrative:
Investigation - evaluation: a review of the documentation, instructions for use (IFU), manufacturing instructions, and quality control was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The quality control, manufacturing instruction, and product instructions for use documents were reviewed, and there are adequate controls in place to ensure the device is manufactured to specifications. The lot number of the device is not known; accordingly, a review of the device history record and complaint lot search could not be conducted. The device is shipped with instruction for use (IFU) which notes: ¿perform contrast injection to confirm catheter position and patency within cecum.¿ it also states ¿upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. It is possible the tear in the tubing occurred during use of the device. We will continue to monitor for similar complaints and will notify appropriate personnel. Per the quality engineering risk assessment no further action is required.